Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the subject device's angulation became locked-cannot disengage. The issue occurred during a diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. This supplemental report includes a correction to b5 and h6 to include information that was inadvertently not included in the initial medwatch. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. The event can be prevented by following the instructions for use which state: the suggested event can be detected at inspection prior to use. 3.2 inspection of the endoscope a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus presumes from the following investigation result that the user did not report that angulation control knob was stuck and could not be rotated to left or right, but that when bending angle was increased, the knob torque would increase excessively, making it difficult to move bending section. However, we could not obtain the information to support our presumption because the user did not share it. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the colonovideoscope's distal tip became stiff and could not disengage. The issue occurred during a unspecified diagnostic procedure. There were no reports of patient harm.